Event description:
It was reported that during a breast biopsy procedure that the device was broken at the level of the tip. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.